Event description:
The customer reported an unspecified sync issue. There was no pt involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.